Event description:
Boston scientific received information that during a device interrogation the field representative noted that the safety switch had tripped for the right atrial (ra) lead due to low out of range pacing impedance measurements. Loss of capture and non-detection of sensing were also observed on the atrial channel in bipolar configuration. The sensing was reprogrammed to unipolar and the pacing was left in bipolar. The device was reprogrammed to vvi 50 as the patient has an underlying rhythm. The field representative noted that no x-ray was taken and the cause remains unknown. The patient has since switched following physicians and no further information is available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.